Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 6 was failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 was failed and not detected on bus. A field service engineer found that the drawer control boards for the full height cubie drawer were no longer responding. After replacing both components, the drawer functioned properly, and diagnostics confirmed that all systems were operating as expected. The system functioned as intended after the field service engineer repaired the device.